Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. The assignable cause was use error, incomplete connection. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). This is a use error; sample was not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc). The care giver (cg) stated that the heater bag line came disconnected in fill 1. The technical service representative (tsr) instructed the cg to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, cg stated that the home patient (hp) hooked up the bags and did not connect one of the bags tight enough, which caused the connection issue. The connection issue caused the alarm. Hp was continuing therapy without any other complication. There was no injury or medical intervention reported.